Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the evaluation the noise could not be heard. In an effort to determine where the noise is coming from the device was subjected to various tests. During the performance tests it was noted that an occlusion was found but when irrigated again the flow was normal. Additionally, it was found that the device failed the programming and when the device was dismantled, biological debris was seen throughout the device, which appears to be the root cause for the programming and occlusion failure. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that after implant of the device the patient could hear noises from the valve. As a result the device was revised.